Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -5.0 into the patient's right eye (od) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced with a longer length lens due to low vault. This resolved the problem. The reporter did not give a cause for this event.

Manufacturer narrative:
Claim# (B)(4)